Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had an unrelated back fusion and has a bone growth stimulator as a result. They stated they started to use it without turning the stimulation off and it was really strong. The patient said they pulled the bone growth stimulation off and the issue went away. Compatibility information was reviewed. No further complications were reported or anticipated.